Event description:
Consumer states that there is an issue with the drive wheel. Consumer hung up before any additional information could be obtained. (B)(6) 2014: end user called back in and re-stated the issue above.